Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays confirms there is no periprosthetic lucency or component fracture and soft tissues appear normal and fit appears adequate and anatomic. The length of femoral stem appears short for the patients anatomy which can result in pain and instability. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-108323, e-poly 36 mm +3 hiwall lnr sz23, 847880. The 103532, ti low profile screw 6.5 x 25 mm, 376900. The 103533, ti low profile screw 6.5 x 30 mm, 981780. The 13-104152, m/h 3 hole rlc shl nrs 52 mm/l23, 728350. The 192013, echo por fmrl nc 13 x 145 mm, 390070. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017- 09355.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to unknown reasons. It was noted that the surgeon was doing a bearing exchange. No complications were reported.